Event description:
The following information was reported: "the husband called the patient approximately 30min before coming home from work, no answer. When he got home, she was found unresponsive with both batteries disconnected. He called 911, they hooked batteries back up and performed CPR, but never really got flow. She was initially taken to another hospital, but was basically doa with no flow or EKG."

Manufacturer narrative:
The site has indicated that the pump remains implanted, therefore, it will not be returned. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Device remains implanted.